Event description:
Narrative from staff: during the setup of a robotically assisted hernia repair where the two rns in the room realized that the pack used to provide a sterile pack table and also comes with a majority of the sterile disposable supplies for the case has a large tear down the middle. They immediately broke the setup down and began re-setting up the case. There was no delay in patient care but that was only because of the hard work and communication of the team in the room.